Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency room via ambulance due to chest pain and shortness of breath. Upon arrival it was noted that patient¿s pump was off, no alarms or symbols were illuminated on the controller and no pump hum heard with auscultation. Patient was then connected to wall power and pump was restarted which improved the patient's symptoms. The patient was monitored as an inpatient for a few days and had no other issues. They have since been discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop due to depletion of all system batteries, including the system controller's backup battery. The submitted log files confirmed that the external, 14 volt lithium-ion batteries depleted early on the morning of (B)(6) 2022, and the pump ultimately stopped after the system controller's backup battery also depleted. The duration of the pump stop is unknown, and the clock was reset to the correct time on (B)(6) 2022. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further related events have been reported at this time. The heartmate 3 lvas instructions for use and patient handbook provide explanation regarding battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Both documents describe all system alarms and the recommended actions associated with them. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 2 ¿system operations¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 lvas for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion battery pack) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 6, "patient care and management," contains a section on "preparing for sleep" which outlines the necessary steps to take when preparing for sleep or when sleep is likely. This subsection states "a patient should sleep or plan to sleep only when connected to the power module or the mobile power unit. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." The heartmate 3 lvas patient handbook is also currently available. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 5, ¿alarms and troubleshooting,¿ provides information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.